Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, poor sleeve function is seen in an unspecified number of adapters resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 5 photos from the customer for investigation that show a device with the np cannula pierced through the side of the sleeve. Additionally, a total of 10 retained samples were subjected to functional tests. All samples passed testing, as there was no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, poor sleeve function is seen in an unspecified number of adapters resulting in sample leakage. No adverse impact was reported regarding the patient or user.